Manufacturer narrative:
(B)(4).

Event description:
The receiver data log was reviewed. The complaint of inaccurate cgm values was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2015. Sensor was inserted on (B)(6) 2015. At the time of contact, no injury or medical intervention was reported. It was reported that the patient did not calibrate according to the user's guide. It should be noted that the dexcom g4 platinum continuous glucose monitoring system user's guide states: calibrating during significant rise or fall of blood glucose may affect accuracy of sensor glucose readings. Do not calibrate if the out of range symbol shows in the status area. Do not calibrate if the glucose reading error symbol shows in the status area.